Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. As a result, the customer required third-party treatment of given juice, sugar, and food, and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
See section h11 (corrected data). N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Additional information has been received and no medical event or thrird party treatment occured. The initial MDR was filed in error, no further reports will be filed under MFR 2954323-2022-25976.

Event description:
A customer reported via webform that the adc device detached prematurely. As a result, the customer required third-party treatment of given juice, sugar, and food, and no further information was reported. There was no report of death or permanent injury associated with this event.